Event description:
Topera complaint (B)(4) was received for one 60mm mapping catheters used during the procedure that exhibited one broken spline at the distal end of the catheter at baptist health lexington. The firmap 60mm mapping catheter used to map the pt's left atrium was observed to have one spline broken from the distal tip during the procedure. The catheter was safely removed from the pt and a new catheter was used to proceed and completed the procedure. The procedure was completed successfully and no pt injury was reported.

Manufacturer narrative:
The catheter was returned to topera on 03/06/2015. Visual inspection of the returned catheter confirmed one spline broken at distal end. There is no introducer damage, no pebax damage, and no missing parts were observed. As of march 2015, further investigation is being conducted at topera. Records of the material used to manufacture this lot were also reviewed and no abnormalities were found. No evidence of mfg defects were found based on the visual inspection and batch record review performed.